Manufacturer narrative:
After battery installation, the display had an unexpected open book error message due to corroded electronic assembly. The motor assembly found with traces of moisture. The insulin pump failed leak test also leaked at the case display corners. Unable to verify pump error 35 due to open book error anomaly. The insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump alarmed a pump error alarm, customer was unable to clear the alarm. Customer's blood glucose was 7.2 mmol/l. Customer agreed to return the device for analysis.